Event description:
It was reported that the patient underwent a revision surgery to explant and replace an artificial urinary sphincter (aus) for an unspecified reason. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.